Manufacturer narrative:
Correction to the initial MDR should have been: UDI= (B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not charge the ipg following a non-device related surgery wherein electrocautery was used. The physician confirmed that the previous surgery fried the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Other # field is populated with the di number. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not charge the ipg following a non-device related surgery wherein elecrocautery was used. The physician confirmed that the previous surgery fried the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4))